Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned shim exhibits signs of repeated use and has one of components 1 and 2 disassembled / missing. The missing components were not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a worn instrument return form that the trial articular surface was returned missing bearings. The problem was discovered during a routine check of the set. There was no patient involvement.